Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin.net transmitter cord flashed. The transmitter was not reading. The patient would check with the clinic. No product replacement was ordered.

Event description:
New information noted that the flash was from the electrical tool that the patient was using and not from the transmitter.